Manufacturer narrative:
A service request (sr) was opened (B)(6) 2018. The company representative assisted the customer over the phone. The customer indicated that there were no issues with their system. The company representative advised the customer to look into surgeon settings, and to contact the company representative for additional issues. No further issues have been reported. The system was manufactured on november 19, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification "cut out."